Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) . Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained through the brachial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous subclavian vein. During the first inflation, the 8.0x20, 75cm mustang balloon catheter ruptured at 12 atmospheres. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.